Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the facility for a rash. The patient's urine was tested on the fisher sure-vue hcg stat serum/urine device and produced a weak positive result. The same urine was tested x2 on alternate lots of the fisher sure-vue hcg stat serum/urine device and produced a negative result. Confirmatory bloodwork was then performed on the same day and produced beta quant= <0.5 miu/ml. The result was interpreted to be negative. On (B)(6) 2019, the patient's urine sample was retested on an alternate lot of the fisher sure-vue hcg stat serum/urine device and produced a negative result. There was no adverse event and no treatment was provided or withheld from the patient. No further information could be provided. Troubleshooting was performed with the customer. The customer was advised on possible causes of false positives, including technique, storage, and handling.

Manufacturer narrative:
Retention devices for the reported lot were tested with clinical negative urine and low concentration standard samples (4miu/ml). All devices yielded expected negative results when read at 3 and 4 minutes. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Investigation of the returned patient sample was also pursued. Quantitative analysis of the sample yielded a hcg concentration of 2.1miu/ml, which is below the cutoff of 20miu/ml for this test. Retention devices were tested with the returned patient sample and all devices yielded expected negative results when read at 3 and 4 minutes. Retention products performed as expected during in-house testing with both clinical negative urine and the returned patient sample. A root cause could not be determined based on the information provided as the reported complaint could not be replicated during in-house testing. Complaints are tracked and trended on a monthly basis. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.